Event description:
It was reported that during an unk procedure, clips are delivered across. The clips were released across and would not hold. Another like instrument was used. There was no adverse patient consequence.